Event description:
It was reported that the patient was admitted on (B)(6) 2026 for worsening dyspnea, cough, and suicidal ideations. The patient was treated for pneumonia. Blood cultures taken were positive for pseudomonas; it was noted the patient had a history of driveline infection. The patient was started on 2 grams of intravenous cefepime every 12 hours through "on (B)(6) 2026". The patient ultimately passed away on (B)(6) 2026 from bacteremia at home with home health. The outcome was considered device or therapy related. An autopsy was not performed. The device was not explanted. The outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.